Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for evaluation. Because the plate and screw part and lot numbers are unknown, the device history records could not be reviewed. Because of the patient's thick scalp, the surgeon had difficulty stretching the skin over the cranioplasty implant during the original procedure, which the surgeon believes may have contributed to the issue. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It was reported the implants were removed due to an infection approximately three weeks prior to (B)(6) 2017. Because of the patient's thick scalp, the surgeon had difficulty stretching the skin over the cranioplasty implant (not manufactured by zimmer biomet) in the original procedure, which the surgeon believes may have contributed to the issue. There is no known history of infection at the hospital and the sterilization records are not available. A new implant with decreased curvature was requested.